Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed storage cubie and device was not detected on the bus. A field service engineer (fse) found that the station had broken side rails in drawer 4, damaged boards, and a damaged flex cable. All defective boards that is drawer controller board, pyxis bus modular controller board, drawer retractor and side rails were replaced, the unit was tested in diagnostic hardware test application, and functionality was verified with the customer while in inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the metal bracket was broken off from the arm of the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.